Event description:
Doctor was using the needle to obtain a liver biopsy on a (B)(6) pt. The doctor was opening the needle to remove the specimen and the needle fell apart outside the pt. The doctor then noticed after he had prepared the specimen and was removing his glove, he noticed blood and that he had been punctured. The doctor sought medical attention through health and safety per hosp procedures.

Manufacturer narrative:
Unfortunately, the sample was not returned for eval per the hosp sample was thrown away. Therefore, we are unable to determine the exact cause for the issue reported. A review of the device history record showed no issues during the review. No other reports have been received related to the failure reported, therefore, this non-conformance is to be considered an isolated incident.